Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a tka surgery, one (1) rt-plus mod femoral comp left 8 cem peg of joint mechanism broke. This adverse event was treated by a revision surgery on (B)(6) 2022 , in which the rt-plus mod femoral comp left 8 cem was exchanged with a competitor device. Patient's current health status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that, after a tka surgery was performance on (B)(6)2020 on the right knee, one (1) rt-plus femoral component right 2 cem hinge of joint mechanism broke. The patient experienced pain in the knee. This adverse event was treated by a revision surgery on (B)(6) 2022, in which the rt-plus femoral component right 2 cem was exchanged with a competitor device. Patient's current health status is unknown.

Manufacturer narrative:
Corrected data: d9 (device was returned to manufacturer), h3 (evaluation summary attached in h11), h6 ( type of investigation, investigation findings). Updated results of investigation: it was reported that, after a total knee arthroplasty surgery was performance on (B)(6) 2020 on the right knee, one (1) rt-plus femoral component right 2 cem hinge of joint mechanism broke. The patient experienced pain in the knee. This adverse event was treated by a revision surgery on (B)(6) 2022, in which the rt-plus femoral component right 2 cem, rt-plus tibial component 2 cemented and rt-plus solution tibial insert 2/8mm were exchanged with competitor devices. The complaint devices intended used in treatment were returned for investigation. A visual evaluation of the rt-plus femoral component right 2 cem was conducted, and it was concluded that it the hinge of joint mechanism is fractured, with the fracture surface showing fatigue striations. The distal fragment remained inside the tibial component. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed no additional complaints for the same batch and no additional complaints for the same device number over the last 12 months. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.24, ed 03/21) states "fracture" of the component as a ¿potential medical device problems¿ in combination with the implantation of a knee prosthesis. Based on the limited medical information provided, the clinical root cause of the breakage of the hinge of the femoral component cannot be concluded. The impact on the patient beyond the pain and revision could not be determined. A material analysis of the fractured component was performed, and it was concluded that there were no pores or inclusions which could have initiated the fracture. The analysis also revealed that the damage to both components likely originated from hyperflexion of the hinge mechanism and initiated crack growth by fatigue. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Excessive physical activity levels, unreasonable stress on replacement system and excessive patient weight are known to contribute to the reported event. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor these devices for similar issues. The returned device will be retained.

Manufacturer narrative:
Section h10: it was reported that, after a total knee arthroplasty surgery was performance on (B)(6) 2020 on the right knee, one (1) rt-plus femoral component right 2 cem hinge of joint mechanism broke. The patient experienced pain in the knee. This adverse event was treated by a revision surgery on (B)(6) 2022, in which the rt-plus femoral component right 2 cem was exchanged with a competitor device. Patient's current health status is unknown. The implant was not returned for investigation. A product evaluation was not possible. So, the mentioned failure mode cannot be confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed no additional complaints for the same batch and no additional complaints for the same device number over the last 12 months. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.24, ed 03/21) states "fracture" of the component as a ¿potential medical device problems¿ in combination with the implantation of a knee prosthesis. Based on the limited medical information provided, the clinical root cause of the breakage of the hinge of the femoral component cannot be concluded. The impact on the patient beyond the pain and revision could not be determined. Based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed, the performed investigation do not lead to an accurately determined cause. There is no objective evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery was performance on (B)(6) 2020 on the right knee, one (1) rt-plus modular femoral comp hinge of joint mechanism broke. The patient experienced pain in the knee. This adverse event was treated by a revision surgery on (B)(6) 2022, in which the rt-plus modular femoral comp was exchanged with a competitor device. Patient's current health status is unknown.

Manufacturer narrative:
Additional information: a1, a2, a3, b5, b6, d6a d1, d4, h6.